Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints were not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. It was verified that the outputs were consistent and correct on all electrodes. Review of the patient data showed that in the last 12 charge cycles, the device had not been fully charged due to an unknown reason. However, the analog ic-u1 was damaged post explant. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg post explant. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage was unknown.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement and was reportedly doing well postoperatively.